Manufacturer narrative:
Follow-up submitted with evaluation results issue was resolved by informing customer that overlay is out of warranty and will not be replaced by stryker.

Event description:
It was reported that the overlay malfunctioned due to broken welds resulting in a patient fall. No patient injury, medical intervention, or clinically relevant delay in treatment was reported.

Event description:
It was reported that the overlay malfunctioned resulting in a patient fall. No patient injury, medical intervention, or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.